Event description:
A (B)(6) advia centaur xp (B)(6) result was observed by the customer from a serum pour off sample and was considered discordant when compared to the patient's known clinical picture. The customer performed repeat testing on another advia centaur system using a plasma sample from the patient and the result was (B)(6). There was no serum pour off sample available for repeat testing. There was no known report of adverse health consequences due to the negative advia centaur xp (B)(6) result.

Manufacturer narrative:
The cause for the initial negative (B)(6) result when compared to the patient's clinical picture is unknown. There was no other known patient discordant (B)(6) results reported by the customer at the time of the incident. The (B)(6) result that was repeated on the other centaur system was from a plasma sample tube. There was no sample left for the original serum sample tube for retest. Sample handling may be a contributing cause. No conclusion can be drawn. The instrument is performing within specifications.